Manufacturer narrative:
(B)(4).

Event description:
It was reported that the radio frequency programmer head was unable to detect devices due to a bad cord. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the lens was cracked, the rubber portion of the label was missing, the cable was slightly stressed at the body of the head, so the cable was replaced as a preventative measure.